Event description:
Reportable based on device analysis completed on 06mar2026. It was reported that the device stalled. The target lesion was located in the right coronary artery (rca). A 1.25mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the burr continuously stalled when pressing the foot pedal despite running with saline and all pressures being normal for the nitrogen cylinder. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed that the burr was detached and the full length of the coil was stretched.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device found that the burr detached, and the coil was stretched from the handshake connection to the distal end of the coil. The coil was kinked at the handshake connection, and 141.2cm from the handshake connection. The coil was detached approximately 15cm from the distal end and was unraveled. A coil section from the distal end, 15cm in length, returned detached. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. Based on the reported information and device analysis it is considered likely that the reported events and device damages occurred due to factors encountered during procedural use.